Event description:
It was reported by the rep that during a lap choley procedure, the surgeon was attempting to fire the device across the cystic duct on the first firing. The clip did not form on the duct and the jaws stayed closed with the clip stuck in the jaws. When the rep got the device, the clip fell out of the jaws and the jaws opened. The clip was not formed properly it had an open gap. The rep fired 4 or 5 clips with the clip gap and the last one stuck in the jaws. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Broken advancer. Evaluation summary: the analysis results found that the el5ml device was returned with the advancer broken. The instrument was cycled and pear shaped five clips due to the advancer condition, and two double fed issues were noted. The jaws remained closed due to the malformed clips, the trigger had to be manually assisted to re-open the jaws. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing history review identified that a short fed issue and a double fed issue were detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.